Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported a possible sudden urinary tract infection as of (B)(6) 2016. It was stated that their urine smelled so bad they could hardly handle it, and that they are not in any pain. However, it was then noted that they are in a lot of pain. Indication for use is unknown.